Event description:
Olympus was informed that during a robotic assisted cardiac ablation procedure, a piece of the bending rubber, and a piece of the fiber optic fell inside the patient's lung. The physician switched to a different but similar device in order to retrieve the broken pieces, and to continue with the procedure. There was no pt injury reported. Multiple attempts were made to gather additional info regarding the incident but with no result.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that the bending section of the device was damaged. There was a hole noted on the bending section. Additionally, the bending section cover glue was found cracked and peeling. The eval revealed that there was evidence of third party repairs on the device, as the bending section, and bending section cover glue were non-olympus parts. Based on the investigation, the most probable cause of the reported event is attributed to user handling. Furthermore, the instruction manual states: "repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; pt or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only."